Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient was explanted due to an infection and device extrusion.the device was explanted (B) (6) 2010. Reimplantation is planned, but had not taken place at the time of this report.

Event description:
The caller reported that the lancet would not retract into the accu-chek softclix lancet device. The caller was accidentally stuck but did not report that medical intervention was required. No adverse event reported. The accu-chek customer care service center sent new device and requested return of suspect device.

Manufacturer narrative:
(B)(4).